Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to t-wave oversensing (twos). The twos occurred post ventricular sense when the patient was at faster rates. In addition, noise was noted on the ventricular channel during pectoral muscle stimulation. Programming changes were made and the lead remains in use. No patient complications have been reported as a result of this event.